Event description:
The device was unable to interrogate because the device was in backup vvi mode. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported anomaly was due to a low battery voltage. The device entered backup vvi on (B)(6)2010 due to por (power on re- set). The cause of the por is believed to be due to a latch- up of the static random access memory chip caused by exposure to background levels of ionizing radiation. The latch-up condition resulted in high current draw, which depleted the battery. A longevity calculation was performed. The battery voltage was within the expected longevity performance up to the last recorded measurement.